Event description:
Reporter alleged blood glucose results of 400 mg/dl and 125 mg/dl obtained back-to-back on the aviva system within 5 minutes. Reporter stated customer was feeling no symptoms and did not treat/act on the results. A request was made for the return of the suspect device and replacement product was sent.